Event description:
The doctor was performing a turbt procedure; after she resected a portion of the tumor, she noted that the bladder wall had been perforated at the dome by the electrode. At that time, she aborted procedure and placed a catheter in the patient. She has rescheduled procedure. Reference MFR report number 9610617-2013-00013.